Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage was too low for the projected remaining capacity and was operating in safety mode. Boston scientific (bsc) technical services documented the clinical observation. The device remains in service at this time. The bsc local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.